Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). A review of device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received. Placeholder.

Event description:
It is reported that patient had a peri prosthetic fracture of a long stem total knee. The fracture was repaired on (B)(6) 2013 using 3 1.7mm cables, 7 5.0mm locking screws, 6 4.5mm cortical screws and a 14 hole wide locking plate. On an unknown date it was determined that there was a non-union of the fracture, and the plate had broken at the non-union. On (B)(6) 2013, patient was returned to the operating room, surgeon removed all hardware, and revised the patient to a new 16 hole plate with 6 x 4.5mm threaded cerclage positioning pins and cables, 5 x 5.0mm locking screws, 2 x 4.5mm cortical screws, and 6 x 1.7mm cable with crimp; and procedure was completed. This is report 1 of 1 for complaint (B)(4).